Event description:
Abyrx received communication regarding a use in canada of the permatage¿ settable, nonabsorbable bone putty in the treatment of a segmental defect of the distal tibia. The device was reportedly used to fill a segmental bone defect, without any supplemental fixation for stabilization of permatage in the procedure. Subsequently, the patient presented with dislodgement of the device from the application site. The use did not appear to be in accordance with the labeling for the device or appropriate medical practices. Abyrx confirmed with the sales representative that the device's instructions for use (IFU) had been provided to the operating surgeon prior to the procedure. The procedure itself was a revision of a previously failed total ankle implant. Further details regarding the primary procedure were not provided. The batch record for the device lot was reviewed in its entirety, including all documented steps of manufacturing, sterilization, sterile barrier integrity verification, and final release testing. All records were found to be complete and compliant with established procedures and specifications. There were no discrepancies, deviations, or concerns noted. The lot met all applicable quality and regulatory requirements and was accepted for release.

Manufacturer narrative:
Abyrx received communication regarding a use in canada of the permatage¿ settable, nonabsorbable bone putty in the treatment of a segmental defect of the distal tibia. The device was reportedly used to fill a segmental bone defect, without any supplemental fixation for stabilization of permatage in the procedure. Subsequently, the patient presented with dislodgement of the device from the application site. The use did not appear to be in accordance with the labeling for the device or appropriate medical practices. Abyrx confirmed with the sales representative that the device's instructions for use (IFU) had been provided to the operating surgeon prior to the procedure. The procedure itself was a revision of a previously failed total ankle implant. Further details regarding the primary procedure were not provided. The batch record for the device lot was reviewed in its entirety, including all documented steps of manufacturing, sterilization, sterile barrier integrity verification, and final release testing. All records were found to be complete and compliant with established procedures and specifications. There were no discrepancies, deviations, or concerns noted. The lot met all applicable quality and regulatory requirements and was accepted for release.